Event description:
The report received from the affiliate indicated that during a percutaneous coronary intervention (pci) when attempting to deploy the cypher 3.5 x 13 mm stent at the target lesion, the stent delivery system (sds) balloon ruptured at between 6-7 atm. The sds was successfully removed from the patient. A hiryu 3.75 mm balloon was used to post-dilate the cypher stent. The procedure was completed successfully. There was no reported patient injury.

Manufacturer narrative:
The target lesion for the procedure was the left main/proximal left anterior descending (lad). The lesion was reported to be: de novo, heavily calcified, moderate tortuosity, and a 90% stenosis. The lesion was pre-dilated with an unknown balloon catheter. The product was inspected prior to use and no anomalies were noted. No additional information is available. The product was returned for evaluation and testing; however, the engineering evaluation is not complete. Additional information will be submitted within 30 days upon receipt.